Event description:
The customer reported the mx800 monitor did not alarm while a limit would be reached on a parameter wave. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported the mx800 monitor did not alarm while a limit would be reached on a parameter wave. No patient harm was reported and no other information was provided. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.